Manufacturer narrative:
(B)(4). Batch # u94v64. Investigation summary: the 5dcs instrument was returned with no apparent damage. In an attempt to replicate the reported event, the instrument was tested functionally, and the continuity was present from the cautery pin to the end effector. No anomalies were found. The event described could not be confirmed as the device performed without any difficulties noted. Although there is no direct evidence of use error, the instructions for use do contain the following caution: refer to appropriate electrosurgical system user manual for indications and instructions to ensure that all safety precautions are followed. Ensure that electrical insulation or grounding is not compromised. Do not immerse electrosurgical instruments in liquid unless the instruments are designed and labeled to be immersed. When using electrocautery, ensure the blades/jaws are fully visible to avoid inadvertent tissue damage. Do not use instruments with monopolar cautery as bipolar cautery instruments. Do not apply electrosurgical current directly to staples or clips. It should be noted that as part of our quality process all  devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gynecological procedure, the device sparked when the energy was activated. They used a different device to complete the case. There was no patient consequence.